Event description:
It was reported that sensing noise and myopotential oversensing was observed on the device and the right ventricular (rv) lead. Provocative testing was performed and noise could not be reproduced. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.